Event description:
On (B)(6) 2009, the patient's husband reported there was condensation in the cartridge compartment of the patient's infusion device. He stated that he changed the insulin cartridge last night and when he removed the clear cap, some insulin dripped from the tip of the insulin cartridge and may have spilled in the cartridge compartment. He wanted to know if he could dry the condensation with a hair dryer. He was advised against this. He was advised how to clean the cartridge compartment. The patient's husband called back on (B)(6) 2009 and stated they were unable to completely dry insulin from the bottom of the cartridge compartment. The infusion device was replaced. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.